Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing of retained material of reagent lot 10110be00 met specifications; the negative control and positive control showed values within specifications. Additional 12 replicates of the positive control were tested with alinity I anti-hcv reagent lot number 10110be00. All values were well within specifications. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv assay and alinity I anti-hcv assay are equivalent. Lot 10110be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(6), that has a similar product distributed in the us, list number (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false nonreactive alinity I (B)(6) result of 0.69 s/co was generated on (B)(6) 2019 for a patient that previously tested repeatedly reactive for several years. The nonreactive sample was retested generating repeatedly reactive results between 3.2 and 3.8 s/co. No adverse impact to patient management was reported.